Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was not showing the heart rate / ECG / respiration rate. The patient is connected to spo2, so it's showing pulse ox and pulse rate, but nothing with the ECG is working. They already tried a different ECG cable and lead set, but the issue persists. There was no error message. They stated the issue was resolved but do not know how it was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the bedside monitor (bsm) was not showing the heart rate / ECG / respiration rate. The patient is connected to spo2, so it's showing pulse ox and pulse rate, but nothing with the ECG is working. They already tried a different ECG cable and lead set, but the issue persists. There was no error message. They stated the issue was resolved but do not know how it was resolved. No patient harm was reported.

Event description:
The nurse reported that the bedside monitor (bsm) was not showing the heart rate, ECG, or respiration rate. An spo2 probe was connected to the patient, and it was showing pulse ox and pulse rate, but no ECG. They had tried a different ECG cable and lead set, but the issue persisted. There was also no error message displayed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the bedside monitor (bsm) was not showing the heart rate, ECG, or respiration rate. An spo2 probe was connected to the patient, and it was showing pulse ox and pulse rate, but no ECG. They had tried a different ECG cable and lead set, but the issue persisted. There was also no error message displayed. They stated the issue was resolved but did not know how. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that the issue was resolved but did not have details on the resolution. No further issues have been reported. A possible root cause is likely related to use error as the customer was able to resolve the issue without nk assistance. The customer was able to resolve the issue without nk assistance. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.